Event description:
Device malfunction: failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, the device failed to deploy the clip. The safety release button was successfully used to remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.